Event description:
Acct. Reports that when they used the power injector with the continu-flo set, the tubing split. States they set the power injector to inject at 2ml. No pt injury reported but the tubing had to be changed.